Event description:
It was reported that the patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing on their car ride home one day after their implant procedure. The patient was readmitted to the hospital and x-ray imaging revealed air entrapment in the pocket. When the physician went to manipulate the s-ICD can, low amplitude measurements were observed. S-ICD tachycardia therapy was temporarily deactivated, and the patient was equipped with a life-vest for the time being. The s-ICD remains in service and no additional adverse patient effects were reported.